Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarm. The patient's spouse did not know what it meant and performed a system controller exchange. The pump was off for a few minutes, and the patient was unresponsive during this time. The event log file contained limited data from the connected controller. The pump was connected at 1456 and the initial connection alarms resolved once the pump resumed at the programmed set speed. The exchanged controller contained the onset of sustained low flow hazard events at 1432 on 12jan2026. Prior to the low flow, the log file contained clusters of pulsatility index (pi) events. The pump appeared to have been disconnected from the controller around 1451. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent outcome could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, the reported inflow cannula thrombus could not be confirmed through this evaluation. The controller event log files collectively contained events from 09jan2026 through 20jan2026 at 18:18:02. Some transient and sustained low flow hazard alarms were captured on (B)(6) 2026. 14:51:39 on (B)(6) 2026, the driveline was disconnected, causing the pump to stop. The driveline remained disconnected until it was reconnected to hsc-118373 at 14:56:09 on (B)(6) 2026. Following connection of the system controller, the pump appeared to ramp up to the fixed speed without issue. These events appear consistent with the reported controller exchange and are further addressed under the controller investigation. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, other neurologic events (not stroke-related), device thrombus, bleeding, stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2026 that the patient remained critically ill with new pump thrombus. The cause of the low flows was stated to be unsure between right ventricular (rv) dysfunction/failure and hypovolemia. The patient was given dobutamine upon arrival at the emergency department and used a continuous positive airway pressure (CPAP) machine. The right heart failure did not exist before the left ventricular assist device (lvad) implant. The patient developed right ventricular systolic dysfunction post lvad implant. The lvad was off for approximately 5 minutes. The patient was reportedly head cold the week prior to the low flow alarms beginning. There were no recent changes to pump parameters prior to the event. The inflow cannula had evidence of partially mobile echogenic material on the superior portion concerning for possible thrombus. Computed tomography images were not available. The patient had symptoms of hematuria. No treatment was performed and the patient was taken to hospice. It was later communicated that the patient passed away secondary to a large subdural hematoma and acute neurologic decline. Device parameters were within normal limits, and the outcome was not considered to be device or therapy related. The device was not explanted, and an autopsy was not to be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.